Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, 7.352 mcg/ml concentration at 50 mcg/day and dilaudid, 5 mg/ml concentration at 0.7352 mg/day dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that withdrawal symptoms occurred. Patient reported that they were intermittent and each time she experienced them that they were worse. The healthcare professional (hcp) performed partial catheter replacement back in may (hcp replaced only the section that had collapsed). Reported symptoms were severe abdominal cramping, nausea, vomiting, sensation of bugs crawling over her and spasticity. No further complications were reported.